Manufacturer narrative:
Concomitant product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 15-sep-2021, UDI#: (B)(4). Codes apply to both ins and lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an implantable neurostimulator (ins). It was reported that the patient's old system was removed prior to their replacement due to multiple infections. No further allegations/complications were reported.